Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl. Cause was not known. Cartridge and infusion set were changed. Bolus and insulin injections were used to address bg. As the event occurred in the past, tandem technical support (cts) was unable to determine a possible cause. Recommendation was made by cts to discuss event with a healthcare provider.